Event description:
It was reported to philips that the device needs replacement batteries. The customer did not state whether or not the batteries drained due to normal wear or prematurely. There was no reported patient or user involvement and no adverse patient/user impact.